Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 05-feb-2016, UDI#: ( B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a abdominal aortic aneurysm. It was reported the patient presented emergently 6 years and 9 months later, type ib endoleaks were identified bilaterally in two iliac endurant limbs. Intervention was performed two days later and two endurant limbs were implanted which resolved the endoleaks. As per the physician the cause of the event was anatomy and disease progression of the iliac arteries. No additional clinical sequalae were provided and the patient is fine.